Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen appeared cracked underneath the touch screen. Reportedly, the touch screen glass was intact but the damage appeared underneath the touch screen. Customer's blood glucose was over 200 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received.